Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2019-12259, related manufacturer reference number: 1627487-2019-12260, related manufacturer reference number: 1627487-2019-14331, related manufacturer reference number: 1627487-2020-01775. It was reported during follow up the patient underwent additional surgical intervention to address the high impedance on (B)(6) 2020. During the procedure, the patients leads were explanted and replaced resolving the issue.

Manufacturer narrative:
The event of autoreducing- interrogation surgery planned was reported to abbott. The lead was explanted and replaced. Surgical intervention addressed the issue. No further follow up needed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.